Event description:
Complaint found in maude database reports: "during attempt to place edc, the needle sheared through the side of the catheter and the device became stuck in the patients arm. Bedside rn and md made aware and at bedside. I then removed needle from device. The catheter was then easily and fully removed from patient. Catheter inspected after removal and was fully intact. Catheter and edc device given to our director to be sent back to manufacturer for fault analysis."

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5108447.

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5108447. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reports: "during attempt to place edc, the needle sheared through the side of the catheter and the device became stuck in the patients arm. Bedside rn and md made aware and at bedside. I then removed needle from device. The catheter was then easily and fully removed from patient. Catheter inspected after removal and was fully intact. Catheter and edc device given to our director to be sent back to manufacturer for fault analysis."

Event description:
Complaint found in maude database reports: "during attempt to place edc, the needle sheared through the side of the catheter and the device became stuck in the patients arm. Bedside rn and md made aware and at bedside. I then removed needle from device. The catheter was then easily and fully removed from patient. Catheter inspected after removal and was fully intact. Catheter and edc device given to our director to be sent back to manufacturer for fault analysis."

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5108447. Corrected data: section h.10. Corrected to: complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.